Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Sample was not received for evaluation. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The home patient (hp) reported that in his (B)(6) delivery he identified a minicap damaged (with a fissure in the screwtop). Product was not used, therefore no patient involved and no patient injury reported.